Event description:
It was reported that the impactor is broken and needs to be replaced. Is unknown if the event occurred during surgery or if there is a patient injury. Unknown if back up device is available.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned gii femoral locking implant impactor indicated plate bolt disassembled from the bumper, allowing it the fall freely, confirming the stated complaint. This device was manufactured in 2004, showing sign of use/wear. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the impactor broke during surgery and needs to be replaced. There was a backup but it wasn¿t needed due to the doctor had finished with the instrument when it was noticed it had broken.